Event description:
Cystoscopy with microvasive double lumen 10f catheter with guidewire passed into lt ureteral orifice. Passed up to stone, unable to pass wire. Catheter passed up to stone, could not pass with pressure retrograde. Stone not dislodged. Procedure complete, catheter removed. Catheter appeared to have distal end crushed and tip broke off in pt ureter. Fluoroscopy did not show-foreign bodies in ureter or bladder.